Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran faster than intended upon activation, then slowed to normal speed. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon inspection, the rotor magnets were found to be uneven. The rotor was replaced along with other preventative maintenance.

Event description:
It was reported that during testing conducted at the manufacturer facility the device ran faster than intended upon activation, then slowed to normal speed. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.